Event description:
According to the pt, by phone: the graft was implanted in 1995, for an aorto-bifemoral replacement (abf) procedure. On or about 2002, the pt experienced lower abdominal pain and bloating (also claims unstable blood-pressure and anemia). In 2002, the emergency room x-rayed pt and diagnosed the problem as a 3.7cm aneurysm (location not specified) and recommended half pt's stomach be removed. Pt underwent no treatment. In 7/2002, dr diagnosed pt with a 3.2cm aneurysm (location not specified) and again no treatment was done. On 10/09/2002, gastroenterologist diagnosed, through cat-scan, a stomach hernia. The graft was not visualized in the scan. Up to this date, the pt has not been treated for their complaints.